Event description:
It was reported that during a procedure the fiber was forward firing after 131,519 joules and 19 minutes of use. The procedure was completed with a second fiber. No patient or user clinical consequences were reported due to this event.

Event description:
It was reported that during a procedure the fiber was forward firing after 131,519 joules and 19 minutes of use. The procedure was completed with a second fiber. No patient or user clinical consequences were reported due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.